Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during the cannulation of the papilla, when the guidewire was inserted into the pancreatic duct, the hydrophilic tip detached inside the patient exposing the tip of the metal corewire. The physician intended to remove the detached portion of the guidewire from the patient. The procedure was completed with another jagwire guidewire however the tip remained in the patient. Post procedure, the patient developed pancreatitis and was admitted to the ICU. The treatment involved fasting, hydration and by symptoms. The patient remained in the ICU for over nine days (the exact number is unknown.) It was reported the tip could not be removed due to patient's weakness. She was put under observation because the tip was located in a complicated location. The customer stated that they might have to wait for any development with the patient's condition. Bsc also received an inquiry from the patient's fiance as to why the procedure took more than 20 minutes, and bsc recommended that he should contact their physician to discuss the case. The patient¿s fiance also stated the patient has been released from the hospital (exact date is unknown) and doing fine. The detached guidewire passed naturally.

Manufacturer narrative:
Initial reporter: the physician's mobile number is (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.